Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired. The device was returned to the customer unrepaired, per request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board needs replaced to address the issue.